Event description:
Braun introcan intravenous catheter 18 gauge inserted left forearm (B)(6) 2021. Patient discharged on (B)(6) 2021. Patient presented on (B)(6) 2021 at 17:29 with left forearm pain and swelling, no drainage, no induration, or abscess. Patient was afebrile, no rash, and no adenopathy. On (B)(6) 2021: occlusive superficial venous thrombosis in the superficial vein of the left forearm associated with the venous catheter. No deep vein thrombosis noted. On (B)(6) 2021: no deep vein thrombosis seen. Superficial venous thrombus is present. Artifact within the thrombus suggesting a retained catheter may represent casting artifact. FDA safety report ID # (B)(4).